Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging prostate cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 04/04/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer/prostate cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During review of the error logs, pil determined that the device had 1134.7 machine hours, 0 blower hours and 0 therapy hours. The error log showed 0 errors logged. Care orchestrator data was not available for download. During the investigation pil observed a small scuff on the left panel. An unknown crystallized looking contaminate was observed on the bottom of the blower motor. What seemed to be a small spot of degraded sound abatement foam was observed on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil observed a small drop of an unknown yellowish contaminate on the water tank. A very, very light amount of dust-like contaminate was observed on the humidifier bottom enclosure, on the interior side of the flip lid assembly, on the dry box and in the lower base. In box h-device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box d: device available for eval and date returned to mfg has been updated.